Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: r. Gender: m. Other legal manufacturer: product ID: 321.05.936 trinity liner (hxlpe) 036mm neutral 4mm epw taper size 5 corin.